Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Explant date: (B)(6) 2016(explanted- partial) it was reported that the peek portion of the cage broke off entirely during surgery upon repeated impaction of the inserter handle. Surgeon found that the peek portion of the cage had broken completely off from the titanium portion and the peek remained in the posterior spine, while the titanium portion had been advance through the disc space and into the abdomen. The inserter was removed, and the incision was closed. The patient was taken for an urgent abdominal CT scan, where no injuries were found. The patient was brought back to surgery to explant the product.

Manufacturer narrative:
Product analysis: visual review of returned implant noted only the upper peek component returned for analysis. Visual and microscopic examination of the returned portion of the implant identified deformation on one side of the bottom of the implant, consistent with significant compressive load during attempted implantation. Additionally, the ¿ears¿ of the implant have been broken off, and the link pin between the -01 base and the -03 peek top components and the associated link pin flange has been broken off on one side. The above observations are consistent with incomplete distraction/preparation of the disc space prior to attempted implantation of the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.